Manufacturer narrative:
Additional information : the actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed according to specifications. Functional testing including pressure and clear passage were performed with no issues noted. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink continu-flo solution sets would not flow from the secondary device. This was noted during preparation. There was no patient involvement. No additional information is available.